Manufacturer narrative:
It was performed visual inspection of perimeter sealing and port sealing and no void, hole or channel was found. The zip tie that holds the plate was inspected and was in good condition. The reservoir was activated while the caps were inserted on the ports and the bag did not inflate. If the reservoir had a leak, it would have inflated and did not happen. During sample evaluation it was verified that the plate for was able to open and close. The reported complaint cannot be related to manufacturing process and its consider that other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacture¿s control. Root cause could not be determined.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: -no other information is available. Was any leakage observed? If yes, location. Did the reservoir come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? Did the end users check to assure that all connections were secure?

Event description:
It was reported that the patient underwent an orthopedic surgical procedure on (B)(6) 2017 and the reservoir was connected to a drain. Negative pressure was applied on that day. Next morning, the reservoir was emptied and reactivated. Later in the morning, when the reservoir was double-checked, it was found the reservoir had been inflated. It was reactivated again but it got inflated shortly. Then, it was removed. There were no adverse patient consequences reported. No further information is available.